Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that reservoir had large air bubble and had leak. Customer also reports that they experienced high blood glucose of 400 mg/dl. Customer declined troubleshoot for high blood glucose. Reservoir and insulin pump will not return for analysis.